Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f2301 captures the reportable impact code of additional device required to remove the migrated stent. Imdrf impact code f2202 captures the reportable impact code of the endoscopic procedure performed to address the stent migrated.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted in the duodenum and common bile duct (cbd) to treat a malignant obstruction during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2024. On (B)(6) 2025, it was found that the stent distally migrated out of the cbd into the stomach. This was noticed as the patient passageway became obstructed, but no specific symptoms were reported. The stent was retrieved and removed from the patient by performing an esophagogastroduodenoscopy combined with an ercp, and another wallflex biliary stent was implanted. The patient endure an endoscopic procedure to retrieve and implant a new stent.